Manufacturer narrative:
A manufacturer's product support engineer (pse) reported a vibration during evaluation. The cover was removed, and the hose clamp repositioned which cleared the error. The unit tested within manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from customer biomed, reporting a blower temp high error on a v60 ventilator. The device was in clinical use; no harm resulted from the issue. A manufacturer's product support engineer (pse) evaluated the issue and reported the unit alarmed as intended went the issue occurred. The pse confirmed error 1122 (blower temperature high) in the diagnostic error log. The issue could not be reproduced in initial testing. The pse performed a full pm on the device and tested ok. The device returned to service following a 24 hour long testing period to ensure the blower performed to specifications. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.